Manufacturer narrative:
Product analysis: it was found on analysis that the encoder assembly was contaminated and one knob was contaminated. Analysis also confirmed the customer comment that the external pulse generator (epg) had broken atrial and ventricular connectors. The hanger assembly was broken. The lower case was broken. The display frame was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The (epg) which returned into service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.